Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an implantation with wireless telemetry the programmer started rebooting in loop by itself. It was not possible to begin session because of the constant rebooting neither recovering expertise files. The implantation was finished with a second programmer without any further issue.

Event description:
Reportedly, during an implantation with wireless telemetry the programmer started rebooting in loop by itself. It was not possible to begin session because of the constant rebooting neither recovering expertise files. The implantation was finished with a second programmer without any further issue.